Manufacturer narrative:
Results of investigation: a revision surgery due to breakage of a promos inclination set was reported. No product was returned for investigation. A device history record (DHR) review for the inclination set could not be performed since the batch numbers remained unknown. The performed medical investigation showed that the prosthesis was functional over 8 years and 9 months. The onset of pain and grinding in the shoulder may be linked to the implant fracture. Whether the mentioned heavy labor occupation of the patient had a contributing influence on the performance of the prosthesis remains unclear. Based on the available information the exact circumstances and the time of occurrence of the breakage could not be determined and therefore the cause of the breakage could not be determined conclusively. The involved promos inclination set was part of a voluntary recall initiated in january 2010, as the performed analyses showed that under certain circumstances the device broke at the location of the pe pin. Clinical performance data of a new design, marketed in december 2011, complies with our recommendation. No further actions are deemed necessary as a result of the performed investigation.

Event description:
It was reported that a patient underwent revision of a plus promos humeral head r28/+7, and a 20 mm promos inclination set. The patient presented with pain and was indicated for revision surgery due to glenoid wear. It was discovered during surgery that the humeral head was completed loose due to a fracture of inclination set. The inclination set was replaced (unknown part no.) And the humeral head replaced with a smaller sized s&n head (part no. To be confirmed). The stem was found to be well-fixed so was not revised. The humeral body was also well fixed although a broken screw within the device required removal.